Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx balloon catheter was selected for use. However, when the physician was performing the cryo ablation the error message, error 1 - 00004000-2 the console detected blood in the catheter was displayed and the physician decided to replace the device which resolved the issue. The procedure was completed with no patient complications. The device is not expected to be returned due to local laws.